Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, a (B)(6) year-old female child patient's infusion set's tubing detached/broken at the site connector while she was playing. Therefore, she experienced high blood glucose level at the time of the event which they tried to treat with correction injection via multiple daily injection. The infusion set had been used for one day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.